Event description:
Boston scientific received information that during a normal pt follow up, a review of the episodes recorded by this subcutaneous implantable cardioverter defibrillator (s-ICD) revealed an episode where an inappropriate shock was delivered. The shock then subsequently initiated a ventricular tachycardia (vt) which was sensed and therapy was delivered appropriately that converted the induced arrhythmia. It was also noted that the r-waves that caused the initial inappropriate shock were reduced in comparison to the captured s-ECG. No adverse pt effects were reported. In addition, this pt is undergoing dialysis. The data was sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that the episode where the rhythm acceleration occurred appeared to be related to a pathway conduction issue occuring at a rate of 140 bpm. There was a visible a pattern of three pauses with the arrhythmia onset occuring at 1-8-18 seconds markers before the shock was delivered. The shock most likely occurred on t-wave which then caused a vt at 260 bpm correctly detected and treated in 13 seconds with another shock that converted the vt back to... There were two other episodes recorded after the acceleration episode. One was untreated as a result of intermittent ectopic beats. The other was a slow vt that resulted in double counting. An inappropriate shock was delivered that converted the slow vt back to normal sinus rhythm. It was also discussed that this pt could be affected by some type of conduction disturbance that should be investigated deeper to prevent potential oversensing that could present itself under exercise or due to their other underlying condition requiring dialysis. This information was communicated to the field representative to then communicate to the physician.

Manufacturer narrative:
At this time, the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
At a later date, the s-ICD was explanted due to normal end of life battery status and returned for analysis. No adverse effects were reported during the replacement procedure.